Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer reported that the surgeon could not operate the master tool manipulator (mtm) on the surgeon side console (ssc) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed there was no related error and message in the logs. The surgeon rebooted the system, but the jaw of harmonic ace instrument installed on the universal surgical manipulator (usm) arm 2 was not opened by using the ssc 1. The customer requested the field engineer follow up to address the issue. The surgeon was using the ssc 2 for this surgery. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure started as a dual console and completed with only the ssc 2. The jaws of the harmonic ace instrument were not grasping on tissue when the issue occurred. The customer was able to use the mtm on the ssc 2 to open the instrument jaws. The instrument was not returned since there was no malfunction on the instrument. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient fixture test platform (pftp) where sine cycle passed all test but was installed ssc and was found to be failing on axis 7. Once testing was completed, the axis 7 motor was tested and was verified to be the source of the fault. As result of these findings, failure analysis was able to conclude that the axis 7 motor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.